Event description:
A patient under geta, general endotracheal anesthesia, for a right colectomy for colonic polyps. The ethicon endosurgery tlc75 proximate linear cutter misfired resulting in an additional piece of bowel being resected.